Event description:
It was reported that a pinhole was observed in the balloon. This ranger global dcb otw 5.0 x 150mm, 90cm was selected for use in a percutaneous angioplasty procedure. The lesion was located in the right superficial femoral artery (sfa), was severely calcified, had moderate tortuosity, and was 90 percent stenosed. During the first inflation attempt at 4atm for 20 seconds, a balloon rupture occurred, and a pinhole was noted near the middle of the balloon. The device was removed, and the procedure was completed using a new ranger balloon. There was no patient injury. The device is not expected to be returned as it was discarded at the facility.